Event description:
It was reported that presenting electrogram (egm) showed an atrial arrhythmia in progress with intermittent atrial under sensing resulting in inappropriate atrial pacing. Technical services (ts) discussed further review of the programmed parameters. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that presenting electrogram (egm) showed an atrial arrhythmia in progress with intermittent atrial under sensing resulting in inappropriate atrial pacing. Technical services (ts) discussed further review of the programmed parameters. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was coming in for a device check on february 2025. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.